Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2021. H3 investigational narrative: visual analysis of the returned product revealed that three blister and several suture pieces product code n183 were received to ethicon inc for evaluation. The product code is non-needle and each packet contains twelve strand of 18" in length, the correct quantity of the strands could not be determine. Upon visual inspection of the returned samples, the sutures were received in pieces, damages at the surface and the ends were observed cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Suture breakage occurred when trying to attach the suture to a needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. What tissue was being approximated or sutured when it broke? The issue occurred when trying to attach the suture to a needle. The following information was requested, but unavailable: 1. What is the specific number of devices (total qty involved) that "" suture breakage occurred in a row "" during this procedure? 2. How was this surgery completed? 3. Patient condition? 4. Lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.